Event description:
Complainant alleged that while attempting to cardiovert a pt, the device was unable to synchronize. The clinician was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.